Event description:
It was reported that a patient status post right tka had been experiencing an mrsa infection for which she did continue on the chronic prophylaxis antibiotics. Due to swelling and the previously ordered laboratory studies, an aspiration was performed. After 1% lidocaine was used for anesthesia purposes, an 18 gauge needle was used to aspirate the knee and approximately 25-30 cc of thin serous fluid blood tinged was obtained. She used a knee immobilizer for ambulation on the right and a regular walker, she also was prescribed with tramadol.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the documentation provided, the patient¿s high-risk for infection/comorbidities cannot be ruled out as the major contributing factors to the reported early post-operative symptoms and does not suggest a mal-performance of the prosthetic components, rather, a post-op complication of the surgical procedure itself. The reported 2nd aspiration was performed after a traumatic fall and was deemed hemarthrosis due to said injury and negative infection; however the patient continued on chronic prophylactic antibiotics. Although there was mention of a right tka revision in 2018, documentation regarding this event has not been provided for inclusion in the medical investigation. The patient impact was the reported post-operative complication of mrsa infection and resulting symptoms necessitating chronic prophylactic antibiotics, the 2 aspirations and the reported revision. Should additional documentation be provided, the medical investigation assessment may be re-evaluated. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.